Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the radius , crease fold, white particle inside the device and wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius and device appearance (observed void >1 mm in non-textured, valve-to shell-bond area). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device has been explanted.